Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set's tape not sticking event on (B)(6) 2024. The infusion fell due to swimming. No further information available.